Event description:
It was reported via repair work order that there was no power to the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted as inspection was allegedly performed by an unknown individual of (B)(6). The alleged inspection identified that the cpu board was faulty and a new one was ordered. Evaulation allegedly performed by customer.